Event description:
Mitral annuloplasty was scheduled for this pt, but intraoperatively, the pt's annulus was found not repairable with annuloplasty. The physician decided to replace the mitral valve with this aortic epic valve in the mitral position. The procedure was completed uneventfully. Since the pt had a tendency to bleed, the physician did not administer warfarin to the pt postoperatively. Eight days postoperatively, echo revealed possible thrombus on the valve. Emergency operation was performed the next day and since the pt's left ventricular function was lowered, the epic valve was not replaced. Instead, approx 4 stitches were removed from the valve and a large amount of thrombus adhered to the inflow/outflow sides of the valve was removed. The epic valve remains implanted. According to the physician, it was a pt-related event or it was due to the postoperative management. The physician would have preferred to administer warfarin to the pt.